Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "it was reported that the fiber optic of the laryngoscope blade crumbled during intubation." It was reported that a bronchoscopy was performed and confirmed no parts where in the trachea. It was reported "patient is fine meanwhile."

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation. The root cause for the damage to the blade could not be established. The manufacturer ( truphatek) has received complaints similar in nature and a CAPA has been opened to address this issue with the broken blades.

Event description:
Customer complaint alleges "it was reported that the fiber optic of the laryngoscope blade crumbled during intubation." It was reported that a bronchoscopy was performed and confirmed no parts where in the trachea. It was reported "patient is fine meanwhile."